Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient's blood glucose (bg) was 37 mg/dl with confusion: treated with rule of 15 and symptoms resolved. The patient had a new pump and had not turned on the iob, and the patient overcorrected. Customer support assisted in enabling this feature. This complaint is being reported as the patient experienced hypoglycemia related to the use error.